Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/2/2016. Device returned to manufacturer: yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of viscoelastic (ovd) solution on the cartridge which indicated that the unit was handled and prepare for surgical use. Dent/distortion was observed on cartridge's tip. No assembly error and/or defect related to manufacturing process were observed in the preloaded delivery system. The intraocular lens (iol) was returned outside of the preloaded delivery system. Fibers/particles and residues of ovd were observed on the lens compatible with handling the lens and suggesting the lens was handled/prepared for surgery. No damages were observed on the lens. The customer's reported complaint for cartridge's tip bent was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of the preloaded delivery system, model pcb00, was bent. Reportedly the device had patient contact but the intraocular lens (iol) was never implanted because the tip was bent. No incision enlargement, no suture and no patient injury was reported. Another lens was used, same model. No further information was provided.